Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. According to the report negative pressure was not applied to the balloon prior to advancement through the endoscope. The instructions for use state, "to facilitate passage through the endoscope, apply negative pressure to the catheter." A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use contain the following warning: "the recommended 100% balloon inflation pressure can be found on the shrink tube of the balloon dilator." Over inflation can cause damage to the balloon dilator, such as material failure. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During the procedure, the physician used a cook hercules 3 stage wireguided balloon. The balloon was advanced through the endoscope and inflated with water. During the initial inflation before reaching 18 mm in diameter, the balloon exploded inside the pt. A section of the balloon component detached into the pt's gastrointestinal tract. The balloon fragment was very difficult to remove as it was caught behind the stricture. The device was not able to come back out of the endoscope. The endoscope and balloon device were removed from the pt as one unit. The physician cut the catheter to facilitate removal of the device so as not to cause any damage to the endoscope. Then, the fragmented portion of the balloon was removed. Another hercules balloon was used to complete the procedure with no harm to the pt. Other than removing the detached section of the balloon during the same procedure, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.